Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 14-15 mg/dl; cause was suspected to be due to pump delivering a bolus without user input. Reportedly, customer took no action to address bg level. Subsequently, customer was hospitalized and treated with saline fluids. The customer was released from the hospital on (B)(6) 2022 with the issue resolved. Customer did not sustain any permanent damage. A system check was performed, and no issues were identified with the pump or the insulin in use at the time of the event. The pump history was reviewed and no large boluses were observed, no basal rate changes were observed, and no fill tubing sequences were completed the date of the event.